Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that they were able to clear the alarm and rewind the insulin pump. Customer stated that internal power source in the insulin pump was unable to charge. Customer stated that they had replace battery alert after replacing the battery cap and received multiple replace battery alerts and then power loss alarms. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged charge/battery lasts less than expected, unexpected battery power loss and e/a alarm unspecified found on (B)(6) 2022. The insulin pump passed the displacement test, active current test, sleep current test and self-test. Successfully downloaded history files and traces using thus. The power management tool confirmed insulin pump error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5volt for 4 consecutive hours due to moisture damage on power connector j7/pcb 1. The power management tool confirmed insulin pump error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5volt for 4 consecutive hours due to connector resistance electrical board. Insulin pump error and other alleged alarms, alerts, anomalies from customer were found in the history files or traces. Insulin pump was cut open to perform visual inspection and found¿no moisture damage¿on the electronic assembly.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, and label damage. Insulin pump error confirmed in the insulin pump history files and was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7volt for 4 consecutive hours due to connector resistance electrical borad. Unexpected battery power loss confirmed due to insulin pump error. Charge/battery lasts less than expected due to insulin pump error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.